Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had an error alarm during the manual prime. Mother stated that they were attempting to change the reservoir when the alarm occurred. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the incident was 390 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.